Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's reported problem was confirmed. Pump was found to be displaying "41541" last error code in the pump's event history logs. Service recommended latch/lock cam flex sensor to be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited ec 41541 load v5. No patient was involved in this event. No adverse effects were reported.